Manufacturer narrative:
Device evaluated by MFR: the synergy ous, mr, 3.0 x 20mm stent delivery system (sds) was returned. A visual examination found that the stent separated from the sds. The stent was loaded on the pigtail mandrel and the stent was damaged on its entire length and stretched in the centre. A visual examination found that the balloon cones appear relaxed from their original folded position. The product stent protector was returned with the device and the inside diameter of the stent protector was measured and was within specification. A review of the batch records for the stent crimp force showed that the crimp temperature and the maximum crimped stent profile for the device all meet the specification. A visual and tactile examination found no issue with the hypotube and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID# (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. A 3.00 x 20 synergy¿ stent was selected to treat the lesion. However upon pulling out the protector sheath, the stent stretched and dislodged. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. A 3.00 x 20 synergy stent was selected to treat the lesion. However upon pulling out the protector sheath, the stent stretched and dislodged. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported.